Event description:
A consumer reported seeing code 8476 on their personal therapy manager (ptm), which was indicative of a pump motor stall. Interrogation of the pump revealed a motor stall occurred on (B)(6) 2015 at 11:12 am. The patient had no MRI recently, and they denied being in close proximity to a large magnetic field. The patient was throwing up, though the representative was unsure if this was from withdrawal or the antibiotics the patient was on. The pump was programmed to minimum rate, and the physician was going to cover the patient¿s pain via an alternate route. The patient was admitted to the hospital, and they were being treated for low sodium. The patient was receiving intrathecal baclofen, dilaudid, and sufenta therapy with the following concentrations and doses: dilaudid 7.1 mg/ml at 2.1185 mg/day, sufenta 11.4 mcg/ml at 3.402 mcg/day, and baclofen 134.2 mcg/ml at 44.31 mcg/day. The patient was indicated for the following uses: non-malignant pain, and other non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).